Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken wire was noted on the tip-up fenestrated grasper instrument. There was no report of patient harm, adverse outcome or injury.